Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified issue. Patient involvement and the step of setup/therapy during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in september 2010. The device was returned to baxter and the evaluation is complete. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. A review of the event log was performed. It was noted in the logs that the device switched from ac power to battery power. A visual inspection was performed. Functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was identified as a power failure due to a problem with the lithium battery. The battery was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.